Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file shows malfunctioning geo-pc. Upon functional testing, fse found that the issue was with joystick on geo module and it was sticking, which resulted in errors on bootup. The philips engineer replaced geo module kit. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the stand movements were unavailable after bootup. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the geo module which returned the device to use in good working order.